Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that their blood glucose reading was 377 mg/dl and after they corrected the blood glucose readings increased to 451 mg/dl. Customer declined troubleshooting. No further information reported.